Event description:
During removal of an epidural catheter from an obstetrical pt, catheter broke off inside the pt's back. Approx. 9cm appear to remain in the pt's back. Cat scans and an MRI performed did not reveal foreign body.